Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
A supplemental MDR is being submitted for a device history record review results. The section of this report has been updated h10 (narrative text). A device history record (DHR) review was performed and did not reveal any issues that may have contributed to the reported event.

Manufacturer narrative:
Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. Per the instructions for use (IFU), permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary (ts 39109), stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The reported central regurgitation cannot be determined; however, it may be due to procedural factors (damage to the leaflet upon removal of the wire). In addition, while a root cause is not able to be determined, the stroke is likely related to the mechanisms described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
After deployment of a 29mm sapien in the aortic position, a surface echo revealed excellent deployment of the valve. There was no leak, good depth with the wire still through the valve. The wire was removed, the patient was administered protamine, and closure of the patient began. On echo re-examination a small paravalvular leak (pvl) and moderate central leak was noted. The leak was very concerning and after the wire was removed a post echo was performed and moderate central leak was then noted. The echo visibility was poor. At this point, access was lost, the patient was hemodynamically stable and no further intervention was performed. One day post procedure, the patient suffered a stroke and the central leak was observed to be severe. Per report, there is a concern that there may be a damaged leaflet and a 2nd valve will need to be placed but the patient is being monitored. Of last communication, the patient was transferred to another facility for stroke treatment. There has been no reported plan to treat the central aortic leak. The "damaged leaflet' was not confirmed. Per report, the "damage to the leaflet' may have occurred after the wire was removed, (damage to the leaflet upon removal of wire).